Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported type 3b endoleak and aneurysm enlargement. Procedure related harms of this event could not be determined with the medical records available for review. The most likely causation for the reported type 3b endoleak is the use of strata material. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported discharged home in stable condition one (1) day post operative. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. The devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx (strata) abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with a growing aaa sac (unknown diameter) and a suspect type iiib endoleak. The physician elected to treat the patient by relining the originally implanted devices with the ovation ix abdominal aortic aneurysm stent on (B)(6) 2020, which included one (1) main body and two (2) iliac limbs. The patient is reportedly doing well post re-intervention, and the physician successfully obtained a good seal.